Manufacturer narrative:
Reporter is a synthes employee. Part: 313.970, lot: 7641031, manufacturing site: (B)(4), release to warehouse date: december 29, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The received holding sleeve is in a used condition. The housing spring is missing as reported. Otherwise no other damages/issues could be observed. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related, therefore no drawing/specification review is needed. Summary: due the missing spring, the complaint condition is rated as confirmed. Unfortunately, we only have limited information in the complaint description and cannot determine how the spring got lost. By the evidence, that the device passed our 100% final inspection before the device left the manufacturing site, we confirm that the cause of failure is not due to any manufacturing non-conformance's. The spring got most likely lost during or after sterilization process where the device got disassembled due to cleaning reasons. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that during loan kit inspection it was discovered that the internal spring to the holding sleeve had detached from the holders. During manufacturer's investigation of the returned device, it was identified that the housing spring is missing. This product condition was reassessed and determined as reportable on (B)(6) 2020. This report involves one (1) holding sleeve. This is report 1 of 2 for (B)(4).